Event description:
The customer called philips because of a parts ID needed for key w/3 on it. It was clarified that the biomed reported some keys are not working and was requesting a part number for the keypad. There is no indication of patient involvement.

Manufacturer narrative:
.